Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a plan for a revision surgery was reported. The unknown pectus bar was not returned for investigation and no photos, scans, x-rays, or physician's reports were received. For these reasons, no functional testing or visual evaluations could be conducted. The DHR for this device could not be reviewed due to the part and lot numbers remaining unknown. There are no indications of manufacturing defects. For all patient matched pectus bars (item#: pt-xxxx & ps-xxxx) in the previous one year (from the notification date) regarding the bar migrating, (B)(4). The most likely underlying cause of the complaint could not be determined from the information provided. Potential causes of interoperative implant migration could include not following the recommended post-operative care instructions or external trauma. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer. H6: method code. H6: results code. H6: conclusions code. H10: additional narratives / data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Occupation- distributor.

Event description:
It was reported a pectus bar migrated and resulted in a revision. Attempts have been made but no further information has been provided.